Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following a revision procedure. The patient was hospitalized and was given IV antibiotics. Follow up report indicated that the patient has recovered without sequelae and is receiving 80% pain relief.